Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product code: hwc (B)(4). Device was not implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a foot fusion surgery on (B)(6) 2017, the surgeon was bending the 2.4/2.7mm variable angle (va) locking x-plate extra small with pliers and the locking hole split but didn¿t break off. As a result, the procedure was delayed by one (1) minute in order to use another plate. No fragments were generated. No medical intervention was needed. No reported patient harm. The procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: 2.4/2.7mm variable angle locking compression plate (lcp) bending pliers (part 03.211.005, lot number unknown, quantity 1) this report is for one (1) va locking plate this is report 1 of 1 for com-274696